Event description:
The customer reported that their uninterruptible power supply (ups) went down causing a brief power loss at the central nurse's station (cns). No harm or injury was reported.

Manufacturer narrative:
The customer reported that their uninterruptible power supply (ups) went down causing a brief power loss at the central nurse's station (cns). No harm or injury was reported. Concomitant medical device: the following device(s) were used in conjunction with the cns: ups: model #: a/abce602-11 serial #: (B)(4)